Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered a cardiac arrest after their implantable pulse generator (ipg) went to end of life. The patient was resuscitated but developed multi-system organ failure with diffuse anoxic brain injury. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.